Event description:
Forty eight year male undergoing left hip arthroplasty. During placement of screw, the drill bit broke off into the acetabulum. Physician elected to leave the screw in the pt. No injury to the pt was noted. The pt was discharged in 2008 and to date, there are no known complications.